Manufacturer narrative:
(B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon at (B)(6) hospital (B)(6) 2017 - had an issue with the distal cut for the third time when using knee 3 motion. It is consistently under cutting the distal cut by 2.5 to 3 degrees and therefore under resecting the distal cut. Equipment used: knee 3 motion. Three ball planning and verification tool attune distal cutting block. Stryker blade 1.13mm. Surgeon is very patient and good with the saw and re planed the cut several times and could only get 0.5 degree better.